Event description:
Numbers are too small and badly readable [product quality issue], he accidently injected too much insulin [accidental overdose], hypoglycemia (bg-level below 40 mg/dl)[hypoglycemia]. Case description: medical device info: class iib. This spontaneous case was reported by a consumer as "the numbers are too small and barely readable, therefore he accidently injected too much insulin", "hypoglycemia (bg-level below 40 mg/dl)" and concerns a male pt treated using novopen 3 (device therapy) for several years for diabetes mellitus. Pt's height: not reported. Medical history: not reported. In 2009, the pt's sister-in-law brought the pt home; in the stairway, he collapsed. The sister-in-law called an ambulance and the pt was brought to the hospital. The pt's blood glucose level was <40 mg/dl. The pt found the numbers on the novopen 3 too small and therefore hard to read; accidently he had injected too much insulin. Two days later, the pt went home again. The pt was not trained in using novopen 3. He did perform airshots, but he re-used the needles. Storage of the device was incorrect. The adverse event had never occurred before with this device. The pt makes his injections himself. The outcome of hypoglycemia was reported as recovered. The outcome of event "the numbers are too small and barely readable, therefore he accidently injected too much insulin" was not reported. Analysis result: product: novopen 3, lot no: ksc7916. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The pen was able to deliver a preselected dose. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. The fault on the dose indicator barrel has developed as a result of dirt/wear on the dose indicator barrel during use.

Manufacturer narrative:
Eval summary: case conclusion: nothing abnormal was found in connection with the mechanical functions of the pen. The fault on the dose indicator barrel has developed as a result of dirt/wear on the dose indicator barrel during use.